Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer did not use room temperature insulin during the loading process. Tandem technical support educated the customer regarding the loading process.